Manufacturer narrative:
Evaluation summary: as returned no particulate can be found on the devices. The sterilization process for these devices were validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Additionally, these devices were packaged in a class 10,000 clean room , under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material would lead to any infections or other bio-incompatibility if the device had been used. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the surgeon noticed debris on the under surface of the baseplate. A different baseplate was used.